Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the cardiac defibrillator exhibited post paced t-wave oversensing. The device was reprogrammed.